Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The customer did not provide any product identification. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.

Event description:
The customer reported the needle separated from the syringe after administering the vaccine and the medical assistance had to pull the separated needle out of the patient's arm. No information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.